Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient presented with lightheadedness and dizziness. The right ventricular (rv) lead was exhibiting t-wave oversensing (twos), resulting in the cardiac resynchronization therapy defibrillator (crt-d) pacing below the lower rate. Lead sensitivity was decreased and the lead and device remain in use. No further patient complications have been reported as a result of this event.